Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv 2.5 ml/h experienced no flow. The patient returned two days after her treatment day to have the pump disconnected and less than 30% of the unknown drug appeared to have been delivered. The patient line was checked and the pump was left on for an additional four days, during which no more volume was delivered. It was reported that the patient would not receive the drug anymore during the affected treatment cycle. No report of patient injury. Additional information was requested and is not available.